Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was over 600 mg/dl. The patient treated via manual insulin injection. Prior to the high blood glucose, the insulin pump alarmed failed battery test. The patient stated that seven different batteries had failed. However, when troubleshooting occurred the insulin pump did not alarm failed battery test after a battery change. The insulin pump was not returned for analysis.